Event description:
Caller states the patient tested 5.9 inr, 3.9 inr, and 4.2 int on the coaguchek system during duplicate testing. Coumadin was held one day, however no adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional concomitant medical therapy: pacerone, coreg.